Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) did not end an initiated intrinsic amplitude measurement test even after telemetry with this programmer was interrupted by ending the session, and the crt-d had to be re-interrogated to restore normal device operation. Technical services (ts) reviewed available device data from the crt-d and did not find any resets or abnormal faults. However, ts recommended a more detailed troubleshooting approach and requested the clinic provide both device and programmer data for review. There were no adverse patient effects reported. Additional information received from the field indicates that boston scientific engineering reviewed device data and did not find any resets or abnormal results, and concluded the implanted device appeared to be operating normally. The advice to remedy the condition has already been carried out by the account and there has been no report of any further issues.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) did not end an initiated intrinsic amplitude measurement test even after telemetry with this programmer was interrupted by ending the session, and the crt-d had to be re-interrogated to restore normal device operation. Technical services (ts) reviewed available device data from the crt-d and did not find any resets or abnormal faults. However, ts recommended a more detailed troubleshooting approach and requested the clinic provide both device and programmer data for review. There were no adverse patient effects reported.